Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the balloon and shaft. Analysis of the tip, balloon (and markerbands), inner/outer shaft included microscopic and visual inspection. Inspection revealed a pinhole in the balloon material located over the distal edge of the distal markerband, and there were numerous small kinks in the shaft. Inspection of the rest of the device found no other damage or defect. The reported balloon rupture was confirmed.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.